Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "flow rate under 40ml (33.865 ml)", which was not reproduced or confirmed. No component could be identified as the cause. The device passed all flow rate testing this MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-08276 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer report no.: 253821. The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a flow rate under 40-ml (33.865-ml actual) during preventative maintenance testing. It was also reported there was no patient involvement.